Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/26/2019. The customer troubleshooting with tech support and performed the o2 flow test. The customer was advised that the o2 supply cannot support a flow of 140. The vent is supplementing the o2 flow with air to produce the requested flow of 140. The customer replaced the flow sensor assembly however -the issue was not addressed.

Event description:
The customer reported that the ventilator failed performance verification test (pvt) o2 flow testing with an average o2 slpm reading of 114. There was no patient involvement.